Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a dlp aortic root cannula with vent line, the team had an issue whereby the stylet would not come out of the cannula body and was stuck. The team had difficulty removing the stylet which was not an issue when they were setting up as they do not remove the stylet from the cannula in set up. This issue was noticed during the case when they were cannulating the aorta and tried to remove the stylet from the cannula body, to find the stylet was stuck and would not come out. To resolve this issue the team had to remove the aortic root cannula and put a new one in. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: visual inspection showed the male luer stem of the needle introducer appeared to have been inadvertently bonded to the female luer during assembly and when it was removed the luer cracked/split. The reason for the return was confirmed. Additional information b5: medtronic received additional information that the cannula was at room temperature, neither cold or warm. There was no damage to the cannula during the pre-operative checks that were completed. The customer used the same insertion site to re-insert the cannula. After taking the cannula out, the customer used a pledgetted stitch to close it as opposed to the regular prolene stitch. Correction section e initial reporter street 1: this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.